Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that the fastening bolt on the wheel of an iw990 infant warmer was loose. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint iw990 infant warmer is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection revealed the retaining clip was missing from the bolt on the wheel. Conclusion: we are unable to determine what caused the reported fault. The user manual for the iw990 infant warmer states -the base should be checked at least annually to ensure reliable operation. -check all base fittings are secure. -check castors rotate freely adn castor brakes operate correctly.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that the fastening bolt on the wheel of an iw990 infant warmer was loose. There was no patient involvement.